Event description:
The customer reported to olympus, the high flow insufflation unit had no display with a constant buzzing at start-up during preparation prior to an unknown diagnostic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, it was discovered, the power source an alarm was generated and the light on the front panel was turned off due to a faulty circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (no display with a constant buzzing at start-up) was due to a defective circuit board (cr board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.